Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was consistently losing network connectivity and needed to be rebooted frequently, and the bioid was also not working. A field service engineer (fse) remoted into the device and accessed the device manager, then expanded the network adapters and went into power management under the network properties, finding that the 'allow my computer to shut off to save power' box was checked on both networks. The fse then unchecked this option and deleted an extra bio ID found under the ID tab. The user verified that the bio ID was working after the reboot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es bio ID not functioning and intermittently offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.